Event description:
During an endovascular stent graft procedure with an endurant (medtronic), the supertorque pigtail was placed through a 7 fr. Bt sheath over a standard 0.35 j emerald wire. During the procedure, they changed the wire from a cook. After they removed the pigtail out of the sheath, they identified dislodgement of several gold band markers. No markers were left in the patient.

Manufacturer narrative:
Endurant graft system (medtronic);7 fr. Cordis bt sheath;0.35 j cordis emerald wire;this device is available for testing and evaluation, but the engineering report is not yet available. Additional information regarding the reported event has been requested, and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint report stated that the pigtail catheter was placed through a 7 fr. Cordis brite tip sheath over a standard .035 j wire. During the procedure, they changed the wire to a cook wire. After they removed the pigtail out of the sheath, they identified dislodgement of several gold band markers. No markers were left in the patient and no patient injury occurred. Multiple attempts to clarify the event and obtain additional details were unsuccessful. One non-sterile 5fr supertorque markerband pigtail catheter was returned for analysis. Five of the marker bands were found moved from their original position on the shaft but no marker bands were separated from the shaft. No damages were observed on the marker bands. The inner and outer diameter of the catheter tip section was measured in several places and the inner diameter was found within dimensional specification. The outer diameter was out of specification in two of the measurements. A 0.038" guidewire was inserted into the unit and friction/resistance was observed at the section where the markerbands joined together; in these sections. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Offset/out of position markerbands were confirmed on the catheter; none of the markerbands were separated from the shaft. The marker band movement does not appear to be related to the manufacturing process. The dimensional and visual analysis suggests the catheter may have been elongated during the procedure causing markerband movement. No corrective action will be taken at this time since as there are no indications that compliant is related to manufacturing process.